Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Completed on 05/08/2018 by mb. Design-related issues: the design of the reverse pilot tip reamer has been in the field since 2009. Exactech has received 23 similar complaint reports involving 25 reverse pilot tip reamers since their introduction. Because this device is used in reverse total shoulder surgeries, sales data for glenosphere components was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low." According to the frequency of occurrence ranking scale. A corrections and removal committee (crc) meeting has been held to discuss how to fix this issue. Refer to crc2017-03-27-04 for details. A CAPA was also opened to address the issue. This CAPA resulted in a field advisory notice. Refer to CAPA (B)(4). Based on the investigation conducted under CAPA (B)(4), it was determined that the user instruction was not adequate to inform the surgeon of the appropriate use of the reamer. The foreseeable misuse of the glenoid reamer that could result in fracture of the pilot tip are: if the user applies a bending moment to the pilot dip during reaming, which would ream the glenoid asymmetrically and apply a torque to the pilot tip, potentially leading to fracture. If the user applies a bending moment to the pilot tip by using the glenoid reamer to retract the humeral head to help gain exposure and access to the glenoid, which would apply a torque to the pilot tip, potentially leading to fracture. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot, which has been in the field since 2017. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this reverse pilot tip reamer, 750-2007-026-rmr rev h, was reviewed. The risk is captured in 17. Corrective action is not required because the occurrence rate is "very low'", and the risk is captured in the rmr. Most likely cause: the broken reamer reported in experience (B)(4) was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate failure. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. The surgeon explored the shoulder wound visibly but could not find it. C-arm was ordered to room, but the surgical tech found the piece in the suction canister and notified the surgeon before the x-ray was needed. An investigation was conducted; the broken reamer reported was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate failure. Based on the investigation conducted under CAPA (B)(4), it was determined that the user instruction was not adequate to inform the surgeon of the appropriate use of the reamer.

Event description:
It was reported from the us that while reaming the glenoid with the reverse pilot tip reamer it was noticed that the pilot tip had broken off the reamer. The surgeon explored the shoulder wound visibly but could not find it. C-arm was ordered to room the piece was found before additional x-ray was necessary. The case was then completed. While cleaning the room, the surgical tech found the piece in the suction canister and notified the surgeon. The agent was present at the surgery. There was a delay to the surgery, the surgeon stated the patient outcome was not affected. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.